Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nephrectomy, the blue seal was damaged and pieces fell into the cavity. Pieces confirmed by visual observation were all retrieved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the trocar assembly revealed damage to the circular seal. Functionally, since the clinical obturator was not returned a pmv representative obturator was used for all functional testing. The representative obturator was inserted into the trocar with no binding or difficulty. The obturator locking tabs functioned properly. The instrument was applied to test media; the blade tip penetrated cleanly and completely through the media, allowing the cannula to pass through. In addition, the trocar failed the air leak test due to the damage to the circular seal. The trocar envelope seal pass an air leak test. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.